Event description:
It was reported that a bio-composite graftbolt was implanted on (B)(6) 2013 with no issues. During recovery, patient complained of irritation at the exit hole of the tibial tunnel. A second surgery on (B)(6) 2013 was done to remove the graftbolt. During the surgery, it was discovered that the graftbolt was very loose in the sheath and protruding 3-5mm out of the tibial tunnel. The surgeon did not want to interfere with the graft healing to the bone, so he re-tightened the graftbolt and used a osteotome to chisel the portion of graftbolt that was still protruding after tensioning 2-3mm. The graftbolt adjustment eliminated irritation for the patient. Irrigation fluid injected into the tibial tunnel came back out, indicating healing of graft to the bone. Micromotion of the graftbolt in the tibial tunnel may have caused the tunnel widening. Case: graftbolt adjustment/knee.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to the event. The most likely cause of this type of event is improper bone preparation, sheath damage during insertion and/or sheath and screw not fully seated into the tunnel. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. Surgical technique also defines the proper insertion technique. This is the first complaint of this type for this part/lot number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.